Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with a strong astigmatism about 4d one month post implant. There was a strong fibrosis of the anterior capsule leading to capsulophimosis. The optic appeared bulging anteriorly. A yag procedure of the anterior capsule was performed with limited success. The astigmatism has been reduced to 2.75d and the surgeon is considering lens replacement. Additional information has been requested, but has not been received.

Manufacturer narrative:
Correction: (manufacturer site): the lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.